Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc ctr, the user reported the rubber feet on the pump were deteriorated and contaminated with a liquid substance. Since the event occurred during routine testing of the device, there was no pt involvement during this event.